Manufacturer narrative:
The insulin pump received with blank display due to corrosion on electronics. It was unable to verify the battery out limit alarm and low battery life due to blank display. Device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she has been changing th battery multiple times over the last few days and received a low battery alert and the display went blank. The customer also reported that the insulin pump is cracked at the top left and top right corners and lower left corner. The customer did not recall how the damage occurred. Blood glucose value at the time is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.